Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the patient experienced hyperglycemia while on pump therapy but did not required any medical attention. No information was provided regarding any associated symptoms or blood glucose reading. Multiple attempts by the distributor and/or customer support to obtain additional information on the reported malfunction and high blood glucose event were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings: review of black box data found that the last bolus and basal were delivered a month before the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Black box history indicated that pump was delivering accurately up to the last day used. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidence. The pump¿s delivery accuracy was found to be within specifications. A normal bolus and an audio bolus were delivered and recorded properly.